Event description:
It was reported the patient's spectra penile prosthesis revision occured. The reason for the revision was not provided. No patient complications were reported in relation to this event.